Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon device was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the balloon was first inflated in the duodenum as a test, and no issues were evident. During the first dilation in the biliary duct, the balloon inflated and held the correct atm. However, when attempting to repeat the dilation, it was noticed at 10 atm that something felt different. The balloon was pulled out of the biliary duct, and it was visible on the endoscopic view that the contents of the balloon were leaking from a hole in the balloon. After the procedure, the balloon was tested again, and a small hole was found. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a041001 captures the reportable issue of pinhole. Block h10: investigation result: a visual inspection of the device revealed no damages on the catheter and balloon of the device. Microscopic inspection revealed two pinholes on the balloon. Functional testing of the device was able to inflate the balloon without problem; however, the balloon did not hold pressure due to the two pinholes in the proximal section on the body of the balloon. Dimensional examination of the outer diameter (od) of the ro markers performed and were measured in two sections; distal and proximal. The two sections were within specification. The analysis of the returned device confirmed the reported event. This problem could occur due to the technique used by the physician and/or interaction with the scope during the procedure that have caused the damage, causing a pinhole during the procedure. The most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon device was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the balloon was first inflated in the duodenum as a test, and no issues were evident. During the first dilation in the biliary duct, the balloon inflated and held the correct atm. However, when attempting to repeat the dilation, it was noticed at 10 atm that something felt different. The balloon was pulled out of the biliary duct, and it was visible on the endoscopic view that the contents of the balloon were leaking from a hole in the balloon. After the procedure, the balloon was tested again, and a small hole was found. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.